Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form (B)(4), eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: based on the available information, a root-cause analysis is not possible as the "high oxygen alarm" of the hamilton-c1 could not be reproduced. Most likely this issue is a result of a depleted/defective o2 cell (o2 sensor). Due to the defined risk-ID 856 and thus severity 3, this issue is deemed to be a reportable event. No further investigation or correction will be performed except those mentioned above.

Event description:
A customer had a problem with a c1 unit: alerted on high o2. We tested the unit and couldn't reproduced the problem. Please approve to send the unit back to use. (B)(6). (B)(4).